Event description:
It was reported that the ventilator's display was frozen. The ventilator was not on a patient at the time of the event. The technical support engineer troubleshot the issue with the customer over the phone and no parts are expected to be returned.